Manufacturer narrative:
H3,h10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the pump functioned without issue. Device performance data did not detect any system errors or faults with the pump. The reported issue may be associated with application or maintenance techniques. We have not been able to confirm a relationship between the event and the device. The investigation has been closed as no problem detected. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the pico device stopped working. Backup was available to continue the treatment. No patient harm reported.